Event description:
Bed found in ICU department with note stating "problem with head and hi-low not working. No injury reported. Transport the bed to repair area, performed an inspection check trouble shooted an found bed struggle for head go up an also high and low making aloud noise bed had a bad hydraulic manifold needed to be replaced. Replaced the hydraulic manifold an that problem was fixed.

Manufacturer narrative:
Bed found in ICU department with note stating 'problem with head and hi-low not working. Transport the bed to repair area, performed an inspection check. Found bed struggle for head go up and also high and low making loud noise, as the bad hydraulic manifold. Replaced the hydraulic manifold to resolve this issue.